Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 6/5/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast reconstruction with a artoura breast tissue expander 600cc. While implanting then inflating, the physician noted the tissue expander was leaking. As a result, the tissue expander was replaced intra-operatively with an artoura breast tissue expander 600cc. No patient consequence nor procedural delay was reported.

Manufacturer narrative:
On 6/28/2018, mentor received additional information: explantation date: (B)(6) 2018. Implantation date: (B)(6) 2018. The mentor failure analysis lab received the device for evaluation on 6/22/2018. Device evaluation summary: the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed no leakage sites. No anomalies were observed. The complaint was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release. A possible cause of the failure could not be determined. The device history record (DHR) for the lot number 7571477 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).